Manufacturer narrative:
Engineering evaluation: evaluation of the returned device indicates that only the deployed endoprosthesis was returned. The endoprosthesis appeared unremarkable, and the reported partial expansion could not be confirmed. Returned device: only the endoprosthesis was returned, endoprosthesis: fully expanded and appears unremarkable. Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2022, the patient was treated for a pseudoaneurysm in the femoral artery using a gore® viabahn® endoprosthesis with heparin bioactive surface. The device was delivered through a 7fr terumo destination sheath over a v-18 wire. The device met resistance advancing through the sheath. However, the device was able to be advanced to the intended target lesion. The device was attempted to be deployed. The deployment line was pulled and the device partially expanded. The physician withdrew the partially expanded device back through the sheath. The physicians stated the suspected cause of the partial deployment is unknown. Another gore device was used to complete the procedure. The patient tolerated the procedure.